Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical. The exact root cause of the issue is not determinable as neither logs nor further communication received from customer.

Event description:
It was reported to vyaire medical that the bellavista1000 us had alarm 316 - blower failure. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.